Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Technical support provided instructions to reset pump, assisted with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.